Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she experienced a gradual loss or change of therapy. Therapy coverage had gotten worse since implant and now her symptoms were worse than before implant. The patient had tried every program and none of them were working for her symptoms. Additional information received on 2016-02-19 indicated that the interstim was not working well despite program changes and new medication added to increase response (toviaz 8mg). There was a slight response for 1-2 days after program changes and then condition went back to no response (as before implant). The health care provider increased stimulation to 3.8 on program 1 (which seemed to be the best). The regular activities the patient could tolerate but had painful reaction when tried to have a bowel movement (bm). The patient contacted the rep contacted who tried to be helpful and recommended to decrease stimulation to a comfortable level which the patient did but at present the patient have no result from treatment much to their despair since they had great hope to improve condition. At this point patient felt the whole process was no worth the results. The follow up from manufacturer representative has not been very helpful. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, the event will be updated. A follow-up report will be sent if additional information becomes available.